Event description:
During a pocket relocation procedure, the pt was induced with a "pc" shock. After the pt went into ventricular fibrillation, the device charged to 450 volts and delivered therapy with a "popping" sound. The pt was still in ventricular fibrillation, so the device was charged to 750 volts and the same sound was heard again on delivery. The pt was externally rescued. Upon examination of the "egms", constant noise was seen. On the diagnostics, there was a severe change in the lead impedance. Upon visual examination of the lead, a separation just below the yolk was found. No blood was found in the lead. At this point the lead and device were explanted.